Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that device has paddle failure. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Visual inspection found the cable of the external paddles was crushed. It was reported that this was a user-related failure as the user crushed the external paddles' cable. An electrical test was performed. A quote was created for new external paddles (453563476991; paddle repl. Kit water resistant). The customer was provided a repair quote but it was not accepted so no additional work was performed by philips. The device was not available for additional investigation. The device remains at the customer site and is out of service.